Event description:
The other evening rptr plugged in duracraft "baby's breath" vaporizer in room. Approx 30 mins later when child and rptr entered the room, child immediately pointed out that something "funny" was going on with vaporizer. The vaporizer was spewing boiling hot water out of the steam hole like a river. It was making an unusual noise and rptr could see the air around it was very, very hot. (Rptr means the plastic water unit itself, not steam coming out of the steam hole being hot). When rptr went over to unplug it they could feel the heat. Even after unplugging it continued to just forcefully gush boiling water out of the steam hole, all over the unit and where it was sitting. It was awhile before it was cool enough for rptr to handle and remove to the bathroom sink, upon doing which rptr discovered the plastic was so hot that even after the water was poured out it continued to "smoke" for a good 5 mins. The area where the vaporizer had been placed was very, very hot. The unit was not overfilled and has been taken excellent care of and never misused. Rptr is thankful that child did not try to go near it and get burned. Rptr is also glad it was discovered before they all turned in for the night, as it surely would have melted and started a fire once all the water gushed out. Rptr has the original box it came in and is thinking it is maybe 5 years old.